Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, ubd: (B)(6) 2020, UDI#: (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, ubd: (B)(6) 2020, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's extensions were bowstringing. The patient had difficulty moving their head, and felt "pulling" down their neck from the extensions. Troubleshooting performed was unknown. The surgeon replaced their extensions with shorter extensions. The issue was resolved at the time of the report. No further complications were reported as a result of this event.